Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not fire. The surgeon was not able to press the green button and squeeze the handle. The device did not fire. The reload was replaced to complete the procedure. There was no patient harm.